Event description:
Staff in or reported smelling an odd odor - unable to find the source initially. O2 was shut off and patient drapes removed to assess patient safety. Smoke was noted to be pouring from the light source on the stryker video tower. Light source was removed from the or department. Patient remained safe and ventilated - surgical procedure was able to be completed. Two staff members required evaluation and treatment in the ER setting. Biomed department had replaced a stand-by switch on this piece of equipment approximately one week prior to event. Preventative maintenance schedule maintained for this piece of equipment.